Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a shorted transistor, designator q8.

Event description:
The customer contacted stryker to report that they were using their device during a patient event and the device gave an "abnormal shock delivered" warning. As a result, the wrong defibrillation therapy may be delivered to the patient. The patient involved in the reported event is deceased.

Manufacturer narrative:
The customer informed stryker that no further patient information is available. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that they were using their device during a patient event and the device gave an "abnormal shock delivered" warning. As a result, the wrong defibrillation therapy may be delivered to the patient. The patient involved in the reported event is deceased.